Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that multiple cartridge change error messages occurred when the user attempted to load multiple new cartridges. The user did not test their blood glucose (bg) level; however, stated that they are "fine". Reportedly, the user did not have an alternate method of insulin delivery available. However, the user stated that they would attempt to reload a used cartridge and declined a follow up from tandem's technical support.